Event description:
A report was received that the patient had an infection. Symptoms included were redness, swelling and pus at the pocket site. It was noted that the cause of infection was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.